Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent surgery on (B)(6) 2010 to replace a dislodged magnet, additional surgery occurred on (B)(6) 2010 for an irritation around the implant site. The implanted device remains.